Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown h3: device not received by manufacturer.

Event description:
It was reported that the pump won¿t stay on and may have a possible battery issue. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be either the battery being dead/inoperable, the interconnect board not operating as intended, or one of the connections between the main pcb, interconnect pcb, and/or battery/ac power being disconnected; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.